Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. There was no reported adverse impact to the customer's blood glucose level.